Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (reading less than 40 mg/dl) from the sensor on (B)(6) 2019. Customer reported experiencing symptoms described as "surrendered twice" and was diagnosed with hyperglycemia and treated with unspecified units of insulin by emergency doctor. Customer additionally reported a laboratory reading of 420 mg/dl obtained on (B)(6) 2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned, and the sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and inserted into sim-vivo test fixture to perform linearity test. Linearity test passed. Issue resolution is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (reading less than 40 mg/dl) from the sensor on (B)(6) 2019. Customer reported experiencing symptoms described as "surrendered twice" and was diagnosed with hyperglycemia and treated with unspecified units of insulin by emergency doctor. Customer additionally reported a laboratory reading of 420 mg/dl obtained on (B)(6) 2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned, and the sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and inserted into sim-vivo test fixture to perform linearity test. Linearity test passed. Issue resolution is not confirmed. This report serves as a correction, the serial was documented incorrectly on the initial and final report. Section has been updated with the correct serial number. Section was updated as this section was left blank on the final report.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported receiving "lo" (reading less than 40 mg/dl) from the sensor on (B)(6)2019. Customer reported experiencing symptoms described as "surrendered twice" and was diagnosed with hyperglycemia and treated with unspecified units of insulin by emergency doctor. Customer additionally reported a laboratory reading of 420 mg/dl obtained on (B)(6)2019. There was no report of death or permanent impairment associated with this event.